Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The system management (smbus) data was reviewed and revealed that the battery exhibited a cell under-voltage permanent fault and its input / output functions were permanently disabled by its safety monitor, which presents as the customer-reported issue of discharging too quickly. The root cause for the onboard battery malfunction could not be conclusively determined; however it is most likely that the battery was subjected to a deep discharge cycle and then an extended period prior to being recharged, causing the safety monitor to log an unsafe under-voltage condition and permanently disabling its input / output functions. Syncardia has a corrective and preventive action (CAPA) for this customer-reported issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom onboard battery discharged quickly.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom onboard battery discharged quickly.